Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer's product has been retuned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. No corrosion was observed. Performed a visual inspection on the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and the result was within the specified range (4.75v-5.25v). A continuity test was performed on the returned usb cable using a cable tester and no problem was found. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire was observed. The reader passed the self-test. The reader log was download and no out of box failure was observed indicating the sensors were activiated ans scaned successfully. The consumption test was not performed, due to the reader not turning on. An extended investigation was conducted. Visual inspection was performed on the returned reader and showed no signs of corrosion but damage to the backlight driver ic (an integrated circuit that provides brightness control and backlighting color control for lcd (liquid crystal display)) was observed. The home screen was visible but the blacklight was out, indicating a failure. The backlight driver draws less current that normal working reader, making it unsuitable for functionality testing. Unable to continue investigation as reader is no longer in its original condition or a condition to perform functionality testing. Therefore, the issue is unable to test at this time. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. There was no indication that the product did not meet specification. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.